Event description:
It was reported that the right ventricular (rv) lead exhibited sensing noise. Rv lead fracture was suspected. Approximately two weeks later, the rv lead was capped and replaced. During the replacement procedure, after the replacement rv lead was connected to the old device, it was noted that the device was not pacing. A device header/setscrew issue was suspected. Consequently, the device was also removed and replaced at the time of rv lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.